Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during routine change out, this right ventricular (rv) lead was difficult to remove from this pacemaker. When removing the lead from the header, the lead pulled apart exposing the conductor coils. This lead was surgically abandoned and replaced. This device was successfully explanted. No adverse patient effects were reported.